Event description:
This pt underwent a release of tethered spinal cord and was readmitted to the hospital and underwent a second surgical procedure for wound exploration debridement and washout. Bioglue was used in the first surgical procedure. The or notes for the second procedure describes when the wound was opened a yellowish fluid was present. The pt wound cultures were positive for staph aureus and was treated with cefipime then keflex.